Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is not receiving stimulation. An sjm rep met with the pt and lead diagnostics showed all contacts had invalid impedances. X-rays have been ordered.